Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) reported the monopolar curved scissors (mcs) were not working correctly and were not intuitive. The csr reported the surgeon put scissors back on arm to show the csr what it was doing. Technical service engineer (tse) advised csr to install on a different arm and verify. If the issue returns to RMA the mcs. The log show engagement errors on arm 4 and it was a possible drape issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon mentioned to the isi csr that the instrument was moving on its own. The isi csr asked the surgeon to switch to the other arm and the surgeon still felt it was moving weirdly is how to describe it. The isi csr was unable to tell if it looked different. The instrument was RMA-ed but unsure if it was returned, however, it was red-bagged for now. The surgical task was completed with the same instrument. There was no patient injury or harm and no procedure delay due to the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer indicates the issue was with the instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.